Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. (B)(4). The manufacturer¿s service technician (se) confirmed the reported light emitting diode(led) was faulty issue. The se replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported light emitting diode(led) was faulty. There was no patient involvement.